Event description:
The event involved a spinning spiros¿, closed male luer where it was reported there were 2 syringes of doxorubicin with spiros that are not screwed. From the same batch they used spiros with vincristine and screwed without any problem. The syringes were re-prepared, so there was no impact on the patient. The brand of syringe is bd and is mainly with 20cc or 30cc syringes. For the expansion kit, it's also bd. The name of the product is the maxplus pressure rated extension set. There was a patient involved however, no harm to the patient. This report captures 2 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 (B)(6).